Manufacturer narrative:
All information provided by manufacturer, and report (B)(4) was received.

Event description:
It was reported that two weeks post implant, the patient was admitted to hospital with chest discomfort. Interrogation revealed a loss of capture. Fluoroscopy showed the lead had perforated the rv septum and through the anteroapical left ventricular wall. A sternotomy was performed and the lead was explanted. The patients condition was stable and no further complications were noted.